Event description:
It was reported that when the screw was fully seated, the head snapped off. The rest of the screw remained in the patient. Another screw was implanted next to it. Lapidus fusion, 2nd, 3rd, 4th tmt ( tarsal metatarsal) bone fusion. Surgeon had enough room to insert another screw next to the broken one. No lapidus plate was used, screws were inserted in a cross joint technique. Lapidus fusion issue on 2nd tmt only.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided so device history record cannot be performed. Inspection of the returned screw head revealed evidence of torsional break. The complainant's event is typically caused by improper bone preparation or over-insertion. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.